Event description:
From op note:a standard incision was made 2 fingerbreadths above the greater troch. Dissection was carried down through the subcutaneous tissue. A guide pin was placed in the greater troch and driven to the lesser troch. The operating reamer was used and a flexible guidewire was placed. Flexible reaming was done up to 12, which started to have some chatter, and 11 mm x 130 x 180 depuy short troch nail was selected and impacted down to an appropriate level. A stab incision was made laterally and a guide pin was placed in the femoral head. It was confirmed to be in a good position on ap and lateral x-rays. A derotational screw was placed after drilling. The lag screw was then drilled. In drilling the lag screw, after the drill was removed, a small piece of the tip of the drill bit was noticed to be missing. This was found interosseous within the proximal femur using x-ray. Attempts were made at removal with a schnidt and with irrigation. This was unsuccessful. The piece was extremely small. I did not feel that it would cause any harm and thought it would be extremely difficult and cause bony destruction to attempt to remove the piece. The lag screw was then tapped and the lag screw was placed. The locking bolt was brought down and then backed off to control rotation but allow for sliding. One distal locking screw was placed using the guide. The wounds were then copiously irrigated. Final x-rays were taken and hardware was confirmed to be in excellent position.from incident report:while dr was using the lag screw drill the tip of the drill bit broke off and became dislodged inside the patient's femoral shaft. Dr tried to retrieve it and was unable to do so. Dr stated the piece was unreachable but small enough not to cause harm to the patient. He stated a possible cause may have been guide misalignment.